Event description:
It was reported that during a case for inflatable penile prosthesis (ipp) implant device implantation the physician noticed the left cylinder had an aneurysm when they cycled the device after deflation, towards the left corporotomy site. The cylinder had already been implanted when the aneurysm was found intraoperatively during penis modeling. The physician had modeled this patient that had a history of peyronie's disease. The technique used was no different than other patient's the physician has modeled before. The physician used 2 shodded mosquito hemostats, applying 1 click of clamp pressure from the hemostat on each respective cylinder tubing. The physician then held counter pressure for 60-90 seconds at the point on the plaque on the shaft. The aneurysm was visible before corporotomy closure. The cylinder was removed and replaced with a new cylinder, and after reimplantation the surgery went as planned. There were no patient signs or symptoms reported at this time.